Manufacturer narrative:
Device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise causing oversensing on the rv channel. A technical service (ts) consultant reviewed device data and recommended additional testing. The rv lead remains implanted. No adverse patient effects were reported.